Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube failure is a mechanical problem, but the cause of the outer tube failure could not be determined. The most likely cause is some kind of excessive force. The light guide bundle failure is a light transmission problem, but the cause of the light guide bundle failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light guide bundle and outer tube damage and light transmission fail. There was no patient involvement.